Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the tip of cannula was broken and fell off into the patient during arcr procedure. The broken piece was removed from the patient using by the grasper. There was no report of procedural delay and patient injuries at this time.

Manufacturer narrative:
Updated.updated.